Event description:
It was reported that during an attempted implant, the physician noted unusual behavior in the measurements of the signals for the device and right ventricular (rv) lead impedance measurements while using telemetry. It was noted that the measurements were changing or disappearing. Due to this irregular behavior, the physician decided to implant a new device, in which the measurements were noted as within normal parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).